Manufacturer narrative:
Conduction disturbances, such as left bundle branch block and syncopal episodes, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic heart valve, the patient exhibited acute left bundle branch block. Four days later, the patient had a syncopal episode, and also was noted to have a 15-second pause on telemetry concurrent with a syncopal episode the following day. A single chamber pacemaker subsequently was implanted with no adverse patient effects.

Manufacturer narrative:
Patient weight was obtained and has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that complete heart block was noted with the new left bundle branch block (lbbb), which resolved with the pacemaker implant. (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).